Manufacturer narrative:
Unit received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unit received with cracked battery tube threads, cracked case at battery tube threads side and missing serial number label. (B)(4).

Event description:
Information received by medtronic indicated that liquid crystal display screen of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.